Event description:
Reportedly, the patient suffered a vt storm on the (B)(6). There is too less iegm storage in the device. More memory is expected. The onset of the vt couldn't be seen on the iegm.

Manufacturer narrative:
The reported event highlighted that for each stored arrhythmia episode, the first egm storage at the onset of the arrhythmia could be too short. The duration of the first egm storage is 12 seconds and is stopped when the first confirmation of the arrhythmia is reached (the so called first persistence). If the programmed confirmation (= persistence) is longer than the 12 seconds of egm, the onset of the arrhythmia is not stored in the egm and therefore, not visible on the egm. The persistence is programmable in cycles and its duration depends also on the rate of the arrhythmia: confirmation duration = coupling interval of the arrhythmia x number of programmed cycles the functioning of the egm storage functioned as per specification in the subject device. In single chamber devices (vr), the ventricular egm can be doubled to reached 24 seconds for the first recorded egm, per episode. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.